Manufacturer narrative:
Cracked case at display window corners noted. Minor scratches on lcd window, cracked lcd window, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube and cracked battery tube threads. Intermittent button response on the act button due to moisture damage on keypad traces noted.

Event description:
Customer called to report damage to the insulin pump. Customer's blood glucose at the time of the incident was 187 mg/dl. Customer reported that there is damage on the pump's casing as well as damage on the up and down buttons. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.